Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: bwk 12 fracture levels implanted: bwk 12 it was reported that on (B)(6) 2016, intra-op, both balloons ruptured in the vertebrae body, during the bkp event. Product came in contact with the patient. No patient complications were reported to this event.

Manufacturer narrative:
Analysis: during visual analysis, no problem has been detected on the ibt. During functional analysis, the ibt was unable to maintain pressure, probably due to a hole. After further analysis, the hole was confirmed and located between the two peak of the balloon this is a very small hole where water is spraying when under pressure. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to the contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.